Event description:
Device report from synthes (B)(4) reported an event in (B)(6) as follows: it was reported that a proximal femoral nail antirotation (pfna) broke while the patient was at home, causing significant pain. The patient underwent revision surgery for removal of existing hardware and revision to a total hip replacement. The pfna was reported to have broken at the opening of the cephalic blade. This report is 1 of 2 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: patient information was not provided by reporter. It is unknown if the event date provided by the reporter is the date the date the nail reportedly broke or the date the revision surgery was performed. Additional clarification has been requested. Device is not distributed in the united states, but is similar to device marketed in the USA. Additional device product code¿hwc. Unknown. (B)(6). A device history record review was performed for the subject device lot. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.